Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient programmer was showing ¿replace generator¿ error message. It is undetermined if the ipg is exhibiting normal or premature depletion. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
G3-the date received by manufacturer should have been 10/19/2021 rather than 10/12/2021 in the previous follow-up report -1. Correct date added to d3 of this report.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.